Event description:
On 09/03/2025, it was reported that the user rolled onto their ilet while sleeping, cracking the touchscreen. The user was unable to access the interface and experienced a blood glucose (bg)high of 311 mg/dl for about an hour. The user reverted to insulin injections using pens. A replacement device was arranged. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.